Event description:
Blue clave is supposed to be bonded to the 4-port manifold but "popped off" from one of the upper ports and leaked large amount of ivf from hanging bags. Fortunately, there was no hazardous medication. No lot number recovered since IV tubing was already in use.